Manufacturer narrative:
The ft4 IV reagent lot number was 91871601 with an expiration date of 31-dec-2026. The folate iii reagent lot number was 93392801 with an expiration date of 31-may-2027. The vitamin d total iii reagent lot number was 91126501 with an expiration date of 31-jan-2027. The customer disabled the analytical unit. The field service engineer (fse) performed qc, but the results were unacceptable. He then found an issue with the reagent tubing. The fse replaced the reagent tubings and adjusted the reagent positions. The customer performed calibration and qc, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 49 patients' samples tested with multiple assays on a cobas e 801 analytical unit. Discrepant results for 1 patient sample tested with elecsys ft4 IV assay and elecsys folate iii assay, and 1 patient sample tested with elecsys vitamin d total iii assay were provided. Patient 1: ft4 IV: initial result: 7.77 ng/dl (accompanied by a data flag). Repeat result: 1.48 ng/dl. Folate iii: initial result: 38 ng/ml (accompanied by a data flag). Repeat result: 7.14 ng/ml (tested on different e801). Patient 2: vitamin d total iii: initial result: >240 ng/ml (accompanied by a data flag). Repeat result: 34.3 ng/ml (tested on different e801). Multiple data flags accompanying the initial results prompted the repeat of the samples for patient 1 and patient 2. The repeat results were deemed to be correct.